Event description:
The event occurred during set up for evaluation and was completed with the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be failure in the patient board. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera iii video system center was sent to an olympus service center for evaluation (annual inspection) with no complaint reported by the customer. During evaluation, it was found that there was no image displayed due to a faulty printed circuit board. This medwatch is being submitted for the reportable malfunction found during estimation.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.